Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing became dislodged from site and the patient had to replace the infusion. This happened with three infusion sets. Further, there was no damage to the infusion sets when the package was first opened. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.